Manufacturer narrative:
H3, h6: the reported device was received for evaluation a review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Issues with footswitches sticking and jamming have been thoroughly investigated in similar complaints and have been associated with unintended use of the device and component failure. The failure modes are anticipated within the risk files and the instructions for use, therefore a product evaluation was not performed. The root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include damage sustained to the device, which could have been caused by running over with another portable object/machine, being stepped on or being dropped. No containment or corrective actions are recommended at this time

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during set up, the foot control had the pedal stuck and it remaining engaged. It is unknown if there was a delay. There was a smith and nephew back up device available. There was no patient involvement.